Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that when adjusting the rotation speed >1000 rpm (rounds per minutes) on the rotaflow console, the device shows the error message "error head" and stops pumping (if adjusting the rotation speed <1000rpm, the device doesn't appear the error "error head"). The rotaflow drive is detected as defective. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in vietnam. It was reported that when adjusting the rotation speed >1000 rpm (rounds per minutes) on the rotaflow console, the device shows the error message "error head" and stops pumping (if adjusting the rotation speed <1000rpm, the device doesn't appear the error "error head"). The failure occurred during the preparation of the device. The rotaflow drive is detected as defective. No harm has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2021-10-14 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2021-11-12 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at getinge service department on 2021-11-19 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. A device history record (DHR) review was performed on 2021-11-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).